Manufacturer narrative:
Sc-1160 (sn (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that patient's ipg would not hold a charge. It was also noted that patient was experiencing uncomfortable tightness in the back wherein the ipg was located. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient's ipg would not hold a charge. It was also noted that patient was experiencing uncomfortable tightness at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.